Manufacturer narrative:
During follow-up, the patient said the m14u catheter is too stiff for him to insert without causing bleeding. He did not notice any defect when examining the catheters but said he felt they were too stiff and sometimes nicked him. He discarded the one that may have nicked him. He tried the m14u but it was not as bendable as the other catheter brand that he was used to but can no longer acquire.

Event description:
Intermittent catheter patient (user) reported that m14u catheters were causing him to bleed and have urinary tract infections (uti). During follow-up, the patient reported he recovered completely after taking the full course of antibiotics prescribed by his doctor.